Event description:
It was reported that during a gastric bypass procedure, the device leaked approximately 45 minutes after starting the case. A trocar of the same product code was used to complete the procedure. There was patient consequence reported.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.